Event description:
It was reported that during an in-clinic follow-up, there were episodes of high capture threshold on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was stable.